Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/10/2017 with the following findings: during investigation, the black box data from the date of the complaint had been overwritten. The current black box showed no evidence of a battery life issue. Typical usage warnings/alarms were observed. There was no moisture/corrosion observed in the battery compartment. There was no damage found to the battery compartment or the returned battery cap. The returned battery cap was able to fully tighten to the pump and power on. The pump current draws were measured and found to be within specification. A ¿battery life¿ issue was not duplicated during testing. The pump cover was removed and there was no evidence of moisture or loose components found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.